Manufacturer narrative:
One 2.7mm acl redux driver was returned for evaluation. Visual assessment confirmed the reported complaint. The distal hex of the driver is deformed and worn. The driver is over five years old and is well worn. Device has been removed from inventory.

Event description:
It was reported that the redux driver was stripped, it was used to take out old acl screws. The driver was old, it's due to normal wear and could not interface with the old femoral screw. The doctors were not able to remove the screw from the patient. No patient injury was reported.